Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that no active leak could be identified with the returned pump at the time of evaluation; however, there was liquid noted inside the casing. No patient injury was reported.

Manufacturer narrative:
, Corrected data: please disregard the reports submitted with the MFR: 3012307300-2022-15178. The reports were submitted in error.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: [3012307300-2022-15178]. The report was submitted in error., corrected data: corrected information provided in h10.